Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a congenital and structural heart planned treatment procedure issue got happened. The procedure was completed by restarting the system. The philips field service engineer (fse) checked system and confirmed that device was intermittently shutting down. Upon troubleshooting fse installed mpdu controller and found the issue in battery with inline ups system. System would not boot after due to faulty bypass switch. To resolve the issue fse jumper¿s out to bypass teal and ups circuitry until new bypass switch can be installed. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was intermittently shutting down during a case. The device was in clinical use at the time of the event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and bypassed the uninterrupted power supply, which resolved the issue. The system booted up with no issues.